Event description:
It was reported to covidien in 2009, that a customer had an issue with a feeding tube. The customer reports that the catheter broke inside the patient and had to be removed with forceps via the patient's mouth.

Manufacturer narrative:
Submit date: 01/23/2009. An investigation is currently underway. Upon completion, the results will be forwarded.